Event description:
Guide seemed seated well, but doctor reports the pin holes are located too anterior on the femur and would have cut much too deep posteriorly. He repositioned the guide 4-5mm posterior and made a more neutral cut.

Manufacturer narrative:
Methods - segmentation review, photo. Results - segmentation review indicates loose segmentation in the trochlear groove in accordance with the 10mm rule. Segmentation was done in accordance with the work instructions and is within specs. Photo - indicates the presence of bilateral anterior femoral osteophytes only partially compensated by over-segmentation. Conclusion - the noted osteophytes may interfere with guide fit if not fully removed.